Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that when activating the cartridge, the iol is stuck in the first part of the cartridge. The procedure was completed using another iol on same day. Additional information has been requested.